Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week following a device change, an alert was triggered for the right ventricular (rv) lead due to variable and high/undefined rv coil impedance. In addition, noise was observed. A connection issue or possible lead fracture during the procedure were suspected. The lead remains in use. It was further reported that a lead revision was performed, and the issue was rectified when the lead was removed form the device header, and then re-inserted. No patient complications have been reported as a result of this event.